Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-00225. The patient's ((B)(6)) peripheral nerve stimulation system (pns) consists of three percutaneous leads from two different lots (off-label). It was reported the patient was not receiving effective therapy relief. Surgical intervention was undertaken for further interrogation. Although diagnostic testing found no issues with respect to impedance, the physician decided to explant and replace the patient's leads. The new leads were repositioned prior to final placement. Effective stimulation was recaptured for the patient following the procedure. The explanted devices were discarded and therefore will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.